Event description:
Covidien received info that an 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have passed extended self test. Covidien technical support engineer (tse) advised the customer to run the ventilator on a test lung. Covidien was not authorised to svc the device.